Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to a sleeve procedure, during the first step, the device was not able to fire. The surgeon was not able to press the green button and was not able to squeeze the handle. The surgeon used another reload to resolve the case. There was no patient injury.